Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with ilet use, with cgm values showing ¿high¿ and capillary glucose readings ranging from 336 mg/dl to a peak of 405 mg/dl, following a change in exercise timing and subsequent concerns about sensor accuracy and infusion set performance; the user replaced the cgm and later replaced the steel 6 mm infusion set, and insulin delivery was resumed. Symptoms included elevated blood glucose without reports of loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for professional medical intervention, no use of backup therapy, and no assistance required from others. Investigation included technical support review, user-guided troubleshooting, visual inspection by the user for leaks, cgm calibration attempt, cgm replacement and pairing, and infusion set change with monitoring. Investigation of this case revealed inconsistent cgm readings compared to fingerstick measurements and a potential infusion set issue later in the event, with no device alarms reported for sustained hyperglycemia. It was concluded that hyperglycemia occurred with cause unclear, with contributing factors including cgm inaccuracy and possible infusion site or set performance, and that user education and troubleshooting resolved the issue.